Manufacturer narrative:
Qc results were within the acceptable ranges. No issues were identified during a review of the customer's pre-analytics. The root cause of the erroneous low results was due to the incrustation of the sample probe identified by the fse. This affected the liquid level detection function leading to pipetting issues. It is not known what caused the incrustation of the probe.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 4 patient samples tested for elecsys troponin t hs (high sensitive) stat assay (troponin t hs stat) on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. The patients were not treated incorrectly as the results did not fit the clinical picture. The samples were repeated on the same module on (B)(6) 2017 and the repeat results were believed to be correct. Patient 1 initial troponin t hs stat result was 3.00 pg/ml with a data flag. The repeat result was 887.1 pg/ml. Patient 2 initial troponin t hs stat result was 3.00 pg/ml with a data flag. The repeat result was 62.90 pg/ml. Patient 3 initial troponin t hs stat result was 3.00 pg/ml with a data flag. The repeat result was 116.6 pg/ml. Patient 4 initial troponin t hs stat result was 3.00 pg/ml with a data flag. The repeat result was 1234 pg/ml. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 26765401 with an expiration date of 31-jan-2017. The customer also complained of a "huge" number of "abnormal sample" alarms. The measuring cell was last replaced on (B)(6) 2017. Maintenance was last performed on (B)(6) 2017. The field service engineer (fse) visited the customer site where incrustation was observed on the sample probe. Liquid level detection voltage was readjusted. The sample pipette was adjusted and sample probes were cleaned, adjusted, checked and corrected. A pre-wash check was completed. A precision check using a patient sample was performed (10x) and the results were acceptable. Final instrument tests were performed and the system was functioning properly.